Event description:
Reporter stated that a piece of the softclix lancet remained in pt's finger after use. Reporter indicated that pt sought treatment from a physician; however, it is not known if any treatment was received. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.